Event description:
It was reported that inspection of an aviator set noticed that one of the blades in the plate is missing.

Manufacturer narrative:
Method: device manufacturing review; visual inspection results: per the correspondence, the failure mode has been identified after surgery. It could not have been confirmed whether the spring locking bar detachment and deformation took place during sterilization or during the set preparation. Therefore, the exact cause of the reported event is unknown and multifactorial in nature. Conclusion: the returned device was confirmed to be an aviator assy two level plate. It was confirmed via visual inspection that one spring bar of the plate is missing and another is deformed. The event was noticed postoperatively and therefore no surgical delay or any adverse consequences to any patient were reported.

Event description:
It was reported that inspection of an aviator set noticed that one of the blades in the plate is missing.